Event description:
Altis sling has adjustable sutures to adjust sling when it is implanted. Adjustable sutures would not adjust after it was placed in the patient. A new sling was opened and implanted with no problem. Rep notified via voice mail. No adverse impact on patient.manufacturer response for coloplast implant, coloplast altis sling (per site reporter).======================unknown.what was the original intended procedure?davinci sacrocolpopexy altis.device #1is this a laboratory device or laboratory test?no.